Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's left arm pressure dropped upon removal of impella with signs of hypoperfusion to the left arm after left ventricular assist device (lvad) implant. The vascular surgeon consulted to intervene at end of case.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the left axillary impella was removed after going on bypass, but before left ventricular assist device (lvad) placement. After removing the device, there was a significant decrease in pressure being measured on the left radial arterial line. There was concern for embolization of thrombus on the impella device down the left arm. Vascular surgery was consulted for intra-operative assessment of the left arm and possible embolectomy. They personally performed intra-operative ultrasound assessments of the left arm and determined that there may have been a small embolus to the left arm, but that there was no limb threatening arm ischemia. Lvad implant was proceeded as the patient was already on bypass. After lvad implantation, vascular surgery spent some time doing ultrasound assessments of the arm prior to completely coming off bypass. The patient was intubated and sedated on arrival with an open chest due to central right ventricular assist device (rvad) placement. Rooke warming devices were placed to the bilateral upper extremities. Patient identification and alert bracelets were removed from the left upper extremity (lue) for swelling precaution. There was an ultrasonic blood flow detector at bedside for lue pulse assessment every 2 hours. There was a plan for formal arterial duplex. The patient did not require and had not required any vascular surgery intervention for their left arm. The patient had mildly depressed right ventricular (rv) function prior to lvad. Lvad/lvad therapy was not considered to have caused, contributed to, or worsened right heart failure (rhf).